Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5076520. Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, serial: n/a, batch: 25785837.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient remained fixated on the site and frequently manipulated the ipg within the pocket site. The patient reported that the ipg was very mobile which lead to bruising and swelling. The patient was advised by the implant team to use ice and anti-inflammatory medication to help decrease the discomfort. The patient was also advised to avoid ipg manipulation. The physician offered to relocate the device but the patient preferred explant of the system. The explanted devices were disposed.